Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, falling into blanking period. This patient has a history of atrial fibrillation (af) and had recently been cardioverted. Technical services (ts) reviewed and noted functional loss of capture (loc) due to af rate window and atrial pace timing with the retrograde conduction. Ts recommended in clinic testing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.